Event description:
49 yr old female transferred for acute anterior mi. During coronary artery by-pass surgery, cross clamp on the aorta broke (while aorta was clamped.) Physician grabbed aorta with his hand and held it until a new clamp could be placed. Progress note indicates "probable brainstem infarct, possible shower of emboli with multiple infarcts after CABG "peri-op cva".